Event description:
On (b)(64) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultralink was giving inaccurately high readings compared to her feelings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 6:45 pm, the patient was experiencing the symptoms of unconsciousness and lightheadedness. While symptomatic, the patient obtained the blood glucose readings of 102 mg/dl and 87 mg/dl on the reported meter. The patient took the action of consuming food and/or a drink. The patient was taken to an urgent care clinic, where at 7:00 pm her blood glucose level was tested to be 22 mg/dl on a clinic meter. The patient was treated with intravenous glucose. No information was provided about the test strips, as they were no longer available. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue. However as the test results fell outside the expected values for meter-to-meter accuracy testing, and did not correlate with the patient's symptoms and treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.